Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation.

Event description:
It was reported that ongoing occlusion alarms occurred. A supply change was performed resolving the occlusion. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 200-270 mg/dl.